Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was connector pin broke on desktop charger cord. Pt also reported they had been getting eri (elective replacement interval) message on the recharger for like a month. Patient was able to override the message and charge the implanted neurostimulator. A request was sent to repair to replace the desktop charger. Reviewed the meaning of the message (eri (elective replacement interval) and redirected to healthcare provider. Patient did not have a managing healthcare provider and requested healthcare provider listings be emailed to them. Emailed. Pt also mentioned their house got flooded and they packed everything away and now cannot locate their programmer. Pt will keep looking. No symptoms were reported.